Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.

Event description:
The complainant reported that during flushing of the vaxcel pasv PICC that had been previously placed (date unk) in a patient (age and gender unk), the clinician found a leak in the device that was located distal to the suture wing. Another device was successfully implanted in the patient. The complainant reported that there was no adverse affect on the patient as a result of the reported malfunction.